Event description:
In 2009, baxter received a report from the nurse manager at the hospital that the inpatient transplant unit has moved from using the flolink product (unspecified product code) to the max plus clear (non-baxter product), due to an observed increase in blood stream infections (bsi). The facility prefers the max plus product because the product is clear and they can see when the valve has been cleared out. Despite baxter's attempts, no additional information could be obtained regarding this event. The following month, the following additional information was received from the baxter sales representative. This account has 179 acute census beds (31 licensed beds). This facility converted from interlink and ultrasite to clearlink and flolink the end of 2008. They used approximately 8100 flolink valves last year out of approximately 75500 valves injection sites (clearlink and interlink) purchased in 2008. The sales representative was not made aware of any increase in infection rates for flolink or clearlink or any other changes that took place during the conversion to flolink (clearlink). Outside network nurses were brought in to do the in servicing on these products. In addition this account set up training via e-learning and made it mandatory to take the colleague cxe and clearlink and flolink training contained in the on line e-learning programs. The sales representative did not recall the network nurses indicating deficiencies regarding aseptic technique in this facility.

Manufacturer narrative:
There is insufficient information regarding this reported event to accurately complete. The product code is unknown; therefore, common device name and manufacturing facility are unknown. If further information becomes available, a follow up report will be submitted.